Event description:
It was reported needle pierced through the sheath. Additional information: "blood was drawn from the patient, area was cleaned with betadine thoroughly, management notified." Facility reports no medical intervention or follow-up care was needed, individual is doing "fine." No additional information at this time. No medical intervention, serious injury, or follow-up care has been reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.